Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were not showing on the bus. A field service engineer powered down the station, reseated the row board, and reseated the connection on the drawer controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device. Initial reporter facility name: (B)(6).

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that the drawer failure on the pyxis 1 auxiliary 6.2 happened on a daily basis. The malfunction occurred while the user was trying to issue the medication to the patient. There were no adverse events or injuries reported as a result of this incident.